Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response, due to flattened esc and act button dome switch. Insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported, the customer's friend donna, that the customer received a button error alarm. Customer's blood glucose level at the time 160mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.